Event description:
It was reported that during an unknown surgery, the footprint ultra suture anchor broke. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a right rotator cuff repair, the footprint ultra suture anchor broke. Part of the broken pieces of the anchor were removed from the patient with a gripper. The procedure was completed with a surgical delay of less than 30 minutes placing a smith and nephew back up device in an additional drilled bone hole. A void was left in the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received confirm the previous event was incorrect and that real event description is that while the touring nurse opened the package, the anchor fell to the ground. In consequence, a backup anchor was require to finish the case. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. H11: corrected information in b5.

Event description:
It was reported that during a right rotator cuff repair, when the footprint ultra suture anchor was taken out of the sterile bag the anchor fell to the ground. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.